Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:30 am after the end user received inconsistent lo readings from his prodigy diabetes meter. The end user was feeling fatigued accompanied with a blood glucose reading of lo. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 15mg/dl. The end user received a treatment to assist in raising his blood glucose but he was not able to recall exactly what was given and nor was he transported to the ER. No additional details were provided in regards to this medical event.